Event description:
During follow-up, the device was interrogated found in eri. The physician suspected premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature depletion and output anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.